Event description:
It was reported that during an lar procedure, there were malformed staples. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/5/2007. Info anticipated, but unavailable at this time.